Event description:
It was reported that error codes 69 (embedded sw versions mismatch), 195 (cooling system error-chiller fan 3 fail), 183 (cooling system error-chiller over temperature status), 75 (calibration timeout), 200 (cooling system error- chiller test fail) and 150 (laser deck - fiber not connected) were displayed on the console. There were no patient complications; however, the procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
This console was serviced at the customer's site. The reported event was confirmed. The field service engineer (fse) replaced the chiller, filled the coolant and ran self-test, restoring console's functionality. Three power cycles were performed with no errors. Based on all available information, the most probable cause was determined to be cause traced to component failure.

Event description:
It was reported that error codes 69 (embedded sw versions mismatch), 195 (cooling system error-chiller fan 3 fail), 183 (cooling system error-chiller over temperature status), 75 (calibration timeout), 200 (cooling system error- chiller test fail) and 150 (laser deck - fiber not connected) were displayed on the console. There were no patient complications; however, the procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.